Manufacturer narrative:
H.6. Investigation summary two photos and two actual samples were received by our quality team for evaluation. Upon visual inspection a damaged (ruptured) valve was observed on the returned; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. There is an online, 100% inspection on leakage of valve after the valve insertion station and a damaged valve that can cause leakage would be rejected. There is no possibility of contact with the valve after the valve insertion station; therefore, the reported defect could have happened out of the manufacturing plant. As the damage portion of the valve is only at the port opening area, the probable root cause of the damaged valve could be due to pressure built up during use and eventually it would have burst at the injection port opening area. The built-up pressure could be due to the catheter being occluded during use. However, as it is unclear how the product has been used, the root cause cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked "visipaque 270" onto the patient during use. As a result, the patient had to receive a second dose of radiation contrast and cleaned up of the radioactive medication. There was no exposure to the mucosal membrane. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "this has caused a leakage in a patient twice in a row. The leakage is at the insertion from the wings to the cannula." "Yes patient was completely under contrast and had twice a radiation dose" "another drip had to be injected." "There was consultation with the applicant and a different policy was followed initially, until the patient could be pricked again, this because patient was very difficult to prick." "Patient had one side that was completely under contrast, fortunately no eyes, mouth or wounds, but was completely dirty including hair, and had to be showered and clothes washed. - with what medication was the venflon used? Visipaque 270".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked "visipaque 270" onto the patient during use. As a result, the patient had to receive a second dose of radiation contrast and cleaned up of the radioactive medication. There was no exposure to the mucosal membrane. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "this has caused a leakage in a patient twice in a row. The leakage is at the insertion from the wings to the cannula." "Yes patient was completely under contrast and had twice a radiation dose." "Another drip had to be injected." "There was consultation with the applicant and a different policy was followed initially, until the patient could be pricked again, this because patient was very difficult to prick." "Patient had one side that was completely under contrast, fortunately no eyes, mouth or wounds, but was completely dirty including hair, and had to be showered and clothes washed. -with what medication was the venflon used? Visipaque 270."